Event description:
It was reported that there was a removal of a left triathlon knee due to infection.

Event description:
It was reported that there was a removal of a left triathlon knee due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5515-f-502, lot # fmxw, description: triathlon ps fem component, cemented. Cat # 5521-b-500, lot # fxnz, description: tri ts baseplate size 5. Cat # 5551-g-350, lot # 6j93, description: triathlon asymmetric x3 patella. Cat # 5540-a-501, lot # flwt, description: triathlon femoral distal augment 5mm - size 5 left. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information was requested and if received will be provided in a supplemental report. Not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Sterility records indicate the device was within specification. The event could not be confirmed. Review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.